Event description:
Meter name: ot basic, strip name: one touch, meter code: unknown strip code: unknown, strip storage: unknown, symptoms: none. A patient reported they were unable to test. Their meter allegedly would only prompt message not ok. There was no result on their meter. The result on the ER meter was 289 mg/dl. There was no comparison. Patient was treated with glucophage. No further information has been reported.